Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the line of an access male luer lock adapter. An air in line alarm was reported while connected to a sigma spectrum pump. The reporter stated that micro air bubbles are present when using refrigerated medications. There was no report of patient injury or medical intervention associated with this event. No additional information is available.